Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Event description:
Sales rep. Reported that everything went smoothly and the valve was set to 4. The next morning, the patient developed sub-durals. After patient assessment and as expected that patient had edema at the op site. The swelling was nothing the surgeon indicated as excessive or unusual. However, it was too much for the programming tools to handle. He could not confidently locate the valve and subsequently could not get the indicator to provide accurate info. As a result, the patient was x-rayed to determine setting and then again after reprogramming because the indicator would not work.